Event description:
Additional information was received from a hcp. It was reported that there was no retention. The patient had a little discomfort due to the catheter, itself. The foley catheter was replaced. The patient was also treated with bactrim on (B)(6) 2017 for ten days for a positive enterobacter cloacae and aerococcus species, clarified as a urinary tract infection (uti). It was noted that the catheter was removed and the sore bladder and burning with urination symptoms were completely resolved.

Manufacturer narrative:
Additional review indicates that only adverse event should have been selected from the drop down menu.

Event description:
Additional information received as healthcare professional mentioned that cause of uti and bacterial cultures did not determined. Patient had history of recurrent uti secondary to fistula. They had uti on (B)(6) 2017.

Event description:
Information was received from an advanced evaluation trial patient. The patient reported that they had a sore bladder and that it hurt inside when pushing the catheter. The pain had gone away since the healthcare professional (hcp) put in a new folley. Additional information was received from the patient on 2017-apr-06. The patient reported that they experienced burning and soreness when they urinated in the catheter. Additional information was received from the patient on 2017-apr-08. The patient reported that they were still feeling the burning before urination but noted that it was less on the day of report. No further complications were reported or were expected.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.